Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of a homechoice cassette became disconnected from a heater bag and solution leaked all over the floor during peritoneal dialysis therapy. This issue occurred during dwell five of five while the patient was connected. The renal therapy service agent helped the care giver in ending therapy. The care giver stated that they would have the patient perform continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
During follow up, the patient stated that everything was working well after the reported event and they were not having any issues with therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.